Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. The device was discarded. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm on the homechoice (hc) machine during the initial drain. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The hp would contact the registered nurse (rn) to re-set up the machine with new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Event description:
It was reported by service report that the power cords prong was bent causing intermittent power. No pt involvement or adverse consequences are reported. No injury reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).